Event description:
It was reported that before a laparoscopic colectomy, it was found that the outer sleeve was discolored in the sealed package. The package was not opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the b12lt device was received inside its original and closed package. The package was opened and the device was inspected and no discolored parts were observed. No anomalies were noted with the instrument. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.